Manufacturer narrative:
Ocd provided information regarding viral testing. (B)(4).

Event description:
Customer states that a blood bank tech cut her finger when attempting to open a test tube containing (B)(4). Customer states that the tech had the tube in her hand and it broke and cut her finger. Tech was exposed to the antiserum. Customer states that the tech was treated in the emergency room and incident was reported to the hospital risk management department.